Event description:
It was initially reported that the patient experienced the following signs/symptoms: loss of appetite, loss of thirst, spasm attacks, light headedness, head tingling, and mid to lower back pain. Severity was indicated as being "mild." A possible displaced catheter was noted. A reprogramming/refill/bolus was noted to have been done on (B)(6) 2011. Patient outcome as of (B)(6) 2012, resolved without sequela was indicated. Per another reporter, by (B)(6) 2009, the patient began to experience sensations described as "the itchy twitches." By (B)(6) 2009, the patient became very ill and was thought to have "gbs", although the testing did not support this diagnosis. The patient became very weak, experienced vision disturbances, low blood pressure, and burning sensation over his body. Eight (8) weeks later the patient had a similar spell. As time passed, the patient experienced twitching spells that would last for hours. Every spell was reported to the neurologist. The patient was then diagnosed with spinal myoclonus. After no improvement, and more frequent spells, the patient visited another hcp who believed that most likely the patient was experiencing baclofen withdrawal due to a "faulty" catheter. The catheter issue had not been discovered for a long time. As of the date of the report, the patient was taking oral baclofen and it had been nearly a month since the last spell. Lioresal 200mcg/ml was infused via the device at a daily dose of 407.4 mcg/day.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
The following events previously reported in the initial report were later determined to pertain to a different patient and were reported in manufacturer¿s report # 3004209178-2013-04790 and do not apply to the patient in this report: per another reporter, by (B)(6) 2009, the patient began to experience sensations described as ¿the itchy twitches¿. By (B)(6) 2009, the patient became very ill and was thought to have ¿gbs¿, although the testing did not support this diagnosis. The patient became very weak, experienced vision disturbances, low blood pressure, and burning sensation over his body. Eight weeks later the patient had a similar spell. As time passed, the patient experienced twitching spells that would last for hours. Every spell was reported to the neurologist. The patient was then diagnosed with spinal myoclonus. After no improvement, and more frequent spells, the patient visited another hcp who believed that most likely the patient was experiencing baclofen withdrawal due to a ¿faulty¿ catheter. The catheter issue had not been discovered for a long time. As of the date of the report, the patient was taking oral baclofen and it had been nearly a month since the last spell. Lioresal 200mcg/ml was infused via the device at a daily dose of 407.4mcg/day.

Manufacturer narrative:
(B)(4).